Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that air bubbles were present in reservoir. The customer's blood glucose was unknown. The high pressure test was performed. No leaks detected. The product was not returned for analysis.